Event description:
Drive medical has received a complaint from claimant¿s daughter about an incident involving a rollator, allegedly distributed by drive medical. It is reported that the end user had been using the rollator for one year. On the day of incident, the claimant was in the lobby of his building when he locked the brakes and went to sit down. The brakes allegedly distributed by drive medical. It is reported that the end user had been using the rollator for one year. On the day of incident, the claimant was in the lobby of his building when he locked the brakes and went to sit down. The brakes allegedly did not lock correctly and the rollator slipped away causing him to fall and allegedly sustained head injury resulting in receiving six (6) stitches. Drive has been reaching out to the claimant¿s daughter and tried to have the alleged product returned for further inspection. As of this date, they have refused to do so. This MDR is based on the claimant¿s daughter complaint.